Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(64).

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a prime (loss of prime) issue. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/22/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: the pump's force sensor was found to be within specifications. Investigation was not able to duplicate the complaint about loss of prime warnings. There were multiple loss of prime warnings observed in the pump's black box.